Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Customer added he has tightened the air/o2 connections, but says it sounds internal. Vyaire advised him to check the blender regulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has an audible leak coming from the unit when it is powered off, but still connected to high pressure air/o2. There is no patient involvement associated with the reported event.